Event description:
It was reported that when using the bd pyxis¿ es server down alerts for the pyxis database servers were received, and the application need to be validated. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-sep-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) confirmed that all core services, including data synchronization, external messaging, maintenance, and job scheduling services, were running successfully. The tss executed test reports for selected facilities and verified successful processing and printing, confirmed that extract, transform, and load (etl) processes were operating without delay, and validated that message flow between the enterprise server and pyxis stations was functioning correctly with current device synchronization status. The tss identified a brief delay related to patient and order updates on specific servers and advised the customer to coordinate with the electronic medical record (emr) team for further validation, as no issues were observed on the enterprise server side. The system functioned as intended after technical support specialist troubleshot the device.